Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer reports non-specific issue. The scd pump was sent to a covidien service center. Upon triage, a service tech found exposed copper wire on power cord but there was no signs of arcing.